Manufacturer narrative:
Reliability analysis inspected one opened enlite sensor, and performed testing. The sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported calibration error alerts and stated that the sensor readings were inaccurate. She stated that the sensor reading was 55 mg/dl when the blood glucose reading was 243 mg/dl. She stated that there was no incorrect or delayed entry of a blood glucose reading. She stated that the sensor was not bent. She also reported that she received a bad sensor alert following two calibration error alerts. She was advised to change out the sensor. Nothing further was reported.